Event description:
It was reported that a 32-year-old caucasian female patient who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced left sided local reaction and rupture post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction and rupture . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 11, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 4.8 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication of these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 5, 2022, mentor became aware that patient did not experience implant site fluid collection. Reason for device explant and/or reoperation: local reaction, rupture, capsular contracture baker grade IV manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 3, 2022, mentor became aware that patient also experienced capsular contracture baker grade IV and implant fluid collection post procedure. Reason for device explant and/or reoperation: local reaction, rupture, capsular contracture baker grade IV and implant fluid collection manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 4.8 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the more prolonged the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication of these devices and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).